Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33 and insulin squirt out during manual prime. Customer's blood glucose was 183 mg/dl. The customer stated that the insulin pump not bumped or dropped and no water contact. Customer was advised that the device would be replaced and agreed to return the product for analysis.